Event description:
A valiant stent graft system was implanted for the endovascular treatment of distal type I endoleak. It was reported that during the secondary intervention, the physician was having difficulties accessing the aneurysm with the valiant delivery system due to the tortuous iliac arteries. The delivery system was taken out of the patient and was accessed with a conduit and dilated with a 25 and 22 sheath. The delivery system was reinserted into the patient and upon deployment of the first stent ring the physician observed the stent graft was being deployed outside and up the side of the talent stent graft due to wire misplacement. The physician attempted to pull out the device but the device auto-deployed. The physician converted the patient to open repair, explanted and discarded the valiant graft and sewed in a dacron graft. The endoleak was still present at the end of the procedure. The physician will monitor the patient.

Manufacturer narrative:
(B)(4). Evaluation results/conclusion: inherent risk of procedure (conversion). Other (unknown cause of event).